Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/21/2014 with the following findings: evidence of an unacknowledged alarm and a partially discharged battery being installed for use was observed in the black box data; user error caused the reported issue. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the pump per the instructions for use (IFU), was used during the analysis. The battery compartment was observed to be cracked below the grip pad; this device failure is unrelated to the reported issue. The pump powered on properly and was exercised for 24 hours, during which no power-related events were observed: the reported power issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.